Event description:
It was reported to boston scientific corporation that a gold probe was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the gold probe was used to treat an area of the patient's duodenum. Reportedly, after withdrawal, the device distal tip separated while the physician cleaned tissue from it with an alcohol swab. The physician, satisfied with the case outcome, ended the procedure at this point. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported event of the tip detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.